Manufacturer narrative:
Section f9 (correction) - approximate age of device: 1 year, 3 months. Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.

Event description:
Additional information: it was reported that the patient was admitted for the gastrointestinal (gi) bleed on (B)(6) 2018. The gi bleed was confirmed. An esophagogastroduodenoscopy (egd) was performed with argon plasma coagulation (apc) and clips placed. The patient was started on octreotide and continued since this admission.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a history of gastrointestinal (gi) bleeds, not previously reported to the manufacture. Due to gi bleed, the patient¿s inr goal was lower, 1.5-2.0.